Event description:
During preparation for a procedure, when the physician opened the ruby coil package, it was found that the top portion of the sterile package was not sealed. The product was not used.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.